Event description:
It was reported that pump unexpectedly shut down and needed to be plugged into power source to turn back on, with no shutdown alarm or power alert noted and battery level above 20 percent when pump restarted. There was no adverse impact to the customer's blood glucose level. Technical support discussed battery best practices with caller, and customer was advised to monitor system and contact support again if issue continued, with no pump data upload available at time of report.